Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 12 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The site was grafted. The clinician reports a fistula, inflammation and dehiscence in this patient with excellent oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.